Event description:
Caller reported a tandem mobi cartridge alarm, which occurred during the load process and did not adversely impact the customer's blood glucose level. The customer was advised by technical support to use multiple daily injections (mdi) as a backup therapy while awaiting a replacement pump. Technical support confirmed the cartridge alarm, arranged for a pump replacement, and provided instructions for returning the defective pump using a pre-paid label. The customer was guided to put the pump into storage mode, connect their continuous glucose monitor (cgm) to the new pump, and program settings into the replacement pump, all of which the customer acknowledged and understood.